Event description:
It was reported that the right ventricular (rv) lead dislodged and had inadequate r-waves. The lead was repositioned in the rv apex and remains in use. It was noted that the patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).